Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the cpu board was replaced to resolve the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while functional testing, the device's screen turned completely grey with lines through it and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.